Event description:
The patient presented for follow-up and bipolar atrial impedance was 1562 ohms. Capture could not be assessed due to the patient being in fibrillation/flutter. The next day, unipolar atrial impedance was 277 ohms and bipolar impedance greater than 2000 ohms. Noise was observed in the bipolar sensing configuration with isometrics and the patient complained of stimulation near the pocket. The atrial polarity was changed to unipolar. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.